Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic low anterior resection, the anvil and the housing could not be attached smoothly. The device was used on rectum and colon. The firing completed properly with the same device. There were no adverse consequences to the patient. No device will be returning.